Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: 05/02/2014-05/09/2014. Expiration date: nov 2015. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted on lot number gd896944 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual and functional evaluation was performed with no abnormalities noted. The problem therefore was unconfirmed and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had an inadequate amount of iodine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 4 of 5.